Event description:
Home pt reports heater bag inflated with air in dwell 4/4 during treatment on homechoice device. Excess air in heater bag may be attributed to leak in cassette of homechoice set. Per home pt, no pt injury or required medical intervention.